Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, a correction to h6, and additional information received in b5 and h4. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a cut on the bending section cover, water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information from the customer confirmed the issue is not related to any part falling off, only insertion tube delamination.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal insertion tube was detached. The issue occurred during service/maintenance. There were no reports of patient harm.